Event description:
Attorney reported: in 2003 --the patient underwent an incisional hernia repair with placement of a non-recalled ck mesh patch. In 2006 -- the patient underwent a gastric bypass surgery with lysis of adhesions and noted large hernia defect. The surgeon was unable to do the upper portion of the gastric bypass. In early 2007 -- the pt underwent a ventral hernia repair procedure with implant of a composix mesh patch. On eight months later -- the patient is emergently admitted to the hospital, due to a small bowel obstruction. The patient underwent a CT scan with noted dilation of the small bowel loops and collapsed segment of small bowel. The patient underwent surgery for lysis of adhesions, repair of small bowel obstruction and resection at both ends within the mesentery. The patient "has had to endure multiple additional surgeries as a result of complications from the originally placed bard composix kugel mesh." The patient's surgeon stated that the risks to remove the originally placed mesh are too high. The patient suffered a long recovery following the surgery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.